Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for failed back surgery syndrome.the patient began to experience increased pain, including radicular pain at t9, as well as left leg paresthesia. The health care professional increased the patient's intrathecal morphine dose from 2 mg up to 9.5 mg per day. An MRI was performed in 2001, which showed the presence of a mass at t9, the level of the catheter tip. The health care professional referred the patient to a neurosurgeon for surgical evaluation. A follow up report will be submitted when additional information regarding patient intervention and outcome is received.